Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of issues with the customer's insulin pump. The mother states the pump alarmed for motor error. The mother states the pump had off no power alarm without low battery indicator. The customer's blood glucose level at the time of incident was 127mg/dl. Troubleshoot was conducted. The device did not alarm for motor error and was found to be functioning as designed. The customer was advised replacement battery cap would be sent to address no power alarm. The customer was advised to monitor the device.

Manufacturer narrative:
Drive support disk was inspected and no anomaly was noted. Device powered up properly after battery installation. No blank display noted. Device was received with normal operating currents and no unexpected off no power, weak battery, bad battery, low battery, battery out limit and failed battery test alarms during testing. Device passed self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No motor error alarm noted during testing. The motor was tested outside the device and passed. Device had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and stained endcap sticker.